Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples are malformed. The surgeon used another instrument to complete the procecure. The hosp has reported no pt injury occurred.